Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the elite video system center. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of the image is not displayed was confirmed. Based on the results of the investigation, it is likely the image is not displayed malfunction occurred due to failure of the printed circuit board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.